Manufacturer narrative:
Service history review: part 319.006, lot no: 6584561: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 09february2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported tip broke off depth gauge. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the complaint condition of broken tip procedural step unknown is confirmed as upon visual inspection the hooked needle stem of the device is broken off as the base of the black body (the broken stem is approximately 75mm in length) and was not returned. The complaint device shows light wear consistent with use during its four year lifespan. The damage appears to be the result of rough handling/excessive force; the exact cause could not be identified. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The damage appears to be the result of rough handling/excessive force; the exact cause could not be identified. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Unknown when device malfunctioned device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the service history record has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three devices were found to have malfunctioned during sterile processing on (B)(6) 2015. It was reported that a depth gauge for 2.0mm and 2.4mm screws (part # 319.006) was discovered to have a broken needle. It was reported that an unknown depth gauge was missing its sleeve. The part and lot number were reported to be etched on the missing leave and are therefore unavailable. It was reported that periarticular reduction forceps (part #398.226) were discovered to have a missing nut and a missing stopper on the spin down portion of the device. This report is 1 of 1 for (B)(4).